Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the implantable pulse generator was not turning on rendering it inoperable. Patient and manufacturer representative tried several attempts to power it up however was unsuccessful. Patient is without therapy as a result. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device was explanted, and a new device was implanted. There were no complications during the procedure and therapy was restored. Patient was stable.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.